Manufacturer narrative:
The device has not been received by this MFR. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that approx two months after the therapeutic placement of an ultraflex tracheobronchial stent (male pt, age unk), the stent fractured causing the pt to cough up part of the stent. On february 6, 2007, the stent was partially removed as epithelization made complete removal impossible. No further stent was placed as it was not possible due to stent fragments remaining insitu. The pt's condition was reported as "well".